Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device found that the glass cap bevel edge and metal cap were not aligned. The glass cap exhibited severe devitrification at the output window and there was moderated charred detritus adhered to the metal cap and some slight melting at the output window. The outer flow tubing open end exhibited minor scratch marks. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. A evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. Based on the investigation results the reported forward firing was not confirmed, there was no damage noted to the device that could potentially result in forward firing. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber is firing at the tip after 211,189 with an expended time of 0:30:51. A courtesy message 171 was prompted on the console. A green color was emitting from the fiber when the forward firing was observed. Another fiber was used to complete the case without clinical consequences to the patient.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber is firing at the tip after 211,189 with an expended time of 0:30:51. A courtesy message 171 was prompted on the console. A green color was emitting from the fiber when the forward firing was observed. Another fiber was used to complete the case without clinical consequences to the patient.